Manufacturer narrative:
Medtronic representative, at the site (B)(4) 2013, performed two test registrations, touch-n-go and pointmerge, on head with tumor. Both registrations confirmed accuracy check-points without error. Software investigation not completed. No further issues have been reported.

Manufacturer narrative:
The software investigation found that the exam in question was adequate for touch n go registration. There were no software faults or anomalies found to be the cause of the alleged inaccuracy. The root cause for inaccuracy is inconclusive based on the registration information provided.

Event description:
A medtronic representative reported an inaccuracy that occurred during an open biopsy procedure. The patient was accurately registered with touch-n-go on the stretcher, while supine and in pins. Accuracy check-points were saved. The site then removed the vertek arm and frame to flip the patient into prone position on the operating room bed. The vertek arm and frame were re-attached, accuracy check-points were re-confirmed. Attempted to realign previous registration using accuracy check-points, however, failed twice. Another touch-n-go registration was performed with good accuracy. Accuracy was off then by 3mm in the anterior posterior (a/p) plane and up to 1cm in the right lateral direction. As the surgery progressed, the surgeon deemed the inaccuracy decreased to the right and was not apparent on the a/p plane. The surgeon completed the cranial procedure with the use of the navigation system. There was no impact on patient outcome.